Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the entire percutaneous lead (driveline) was covered in tape. Low speed and low flow hazard alarms were reported while the pump was connected to the power module. The patient was admitted to the hospital and instructed to stay on battery power. The patient reportedly lost weight of (B)(6). On (B)(6) 2018, the manufacturer's technical services representatives arrived on site and performed a driveline repair. Approximately 17 inches of the external driveline was replaced. No issues were noted after the patient was back on the grounded patient cable. On (B)(6) 2018, it was reported that the driveline repair was unsuccessful. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and a 12 inches portion of the severed driveline was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. In addition, a section of the driveline approximately 19.5 inches long was returned for evaluation. Tape had been applied from the terminus of the bend relief to the end of the driveline. On (B)(6) 2018, a technical services representative was onsite for a driveline repair. It was later reported that the driveline repair was unsuccessful. The patient underwent a pump exchange on (B)(6) 2018. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations that could have obstructed the blood flow through the device. The driveline portions were tested for electrical continuity and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the wires showed breaches to the insulation of yellow and orange wires, approximately 5 inches from the pump housing. The yellow wire redundantly supports motor phase 1 and the orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. Significant abrasions to the insulation of the black wire were also noted. However, the remainder of the driveline portions were submerged in a saline solution for high-potential testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the yellow and orange wire made contact with each other or with the braided shield, the resulting electrical short would have resulted in the speed drops as reported by the account. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.